Event description:
Olympus (omsc) was informed that the customer evis lucera duodenoscope was returned for a reported instrument channel air/water leak during an unspecified event. Upon inspection and testing, the light guide lens adhesive at the distal end has peeled off. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The evaluation found that the light guide lens adhesive at the distal end has peeled off. The customer¿s reported issue was confirmed as water tightness is not maintained due to holes in the instrument channel. Additionally, the bending angle is below specification and the control knob has play due to a stretched angle wire. There is an air/water leak at the universal cord. Fluid invasion observed in the light guide bundle, electrical connector, scope connector and control body. The bending section cover glue is cracked. Deformation to the air/water nozzle. Scratches are found on the insertion tube, the distal tip cover, the switch box, grip and the universal cord.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 20-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to complex stress such as mechanical stress by contact with endo therapy accessories, chemical attack by chemical solutions, and so on. Olympus will continue to monitor field performance for this device.